Event description:
The customer reported having high blood glucose of 302mg/dl, and her blood glucose was treated with 8.0 units of insulin. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The customer stated that the drive support cap was flush. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.